Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a mildly symptomatic patient presented to the ER due to far-field oversensing on the atrial lead. The patient did not receive therapy for a slow vt. Oversensing was also noted during ams episodes. Device reprogramming was recommended. The device remains implanted.